Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-20102. Ref MFR report: 1627487-2013-20103. It was reported, the pt attempted to increase stimulation, however experienced auto-reducing. Reprogramming confirmed invalid impedances. Bilateral stimulation was achieved in both legs using the left lead. The right lead could not be programmed due to impedance issues. The pt will consult with the physician. F/u revealed x-rays were taken and identified the leads were fractured. Surgical intervention was scheduled to replace the percutaneous leads with a surgical lead. The physician opted to replace the ipg during the procedure. No issues were noted with the previous ipg. The pt had effective stimulation and coverage post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.